Event description:
Pt reported that they had part of their sparc sling removed by the same dr that performed their original procedure. Additional info received in 10/04 indicates that due to partial urinary retention the dr incised the sling, cutting it into two parts, but did not remove any of the sling.